Event description:
It was observed in the device evaluation that the subject device exhibited a failure of the distal end of the video telescope, the light guide bundle was chipped and loose distal end of light guide connector section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the distal end of the video telescope, failure of light guide adaptor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.